Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Additional information indicates that no damage was noted to the device prior to use and the device was prepared as per dfu (direction for use). Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
During the coil embolization procedure, it was reported that the coil was prematurely detached in the microcatheter inside the patient during reposition. Therefore, the coil was removed with snare. Then the procedure was successfully completed after changing the coil. No clinical consequences reported to the patient.